Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately to severely stenosed circumflex artery. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal, the image was lost and when the device was removed, it was noted that the tip protective sleeve fell off. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable. It was further reported that the target lesion was 65% stenosed, located in a non-calcified and mildly tortuous vessel. The tip protective sleeve was not completely detached and was withdrawn from the patient along with the catheter.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed a kink in the sheath assembly, with no damage observed on the distal tip or the guidewire exit port assembly. The catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed an electrical open at the distal end of the catheter, 0 - 10 cm from the distal housing. Additionally, the media provided by the client showed a lost image and a diffuse picture of the distal tip.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately to severely stenosed circumflex artery. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal, the image was lost and when the device was removed, it was noted that the tip protective sleeve fell off. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable. It was further reported that the target lesion was 65% stenosed, located in a non-calcified and mildly tortuous vessel. The tip protective sleeve was not completely detached and was withdrawn from the patient along with the catheter.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately to severely stenosed circumflex artery. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal, the image was lost and when the device was removed, it was noted that the tip protective sleeve fell off. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.